Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. No blank display noted during testing. Device was received with broken battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display and critical pump error alarms. There was open book image on the pump screen. Customer¿s blood glucose value was 8.9mmol/l. Customer used another battery and the screen came up with a red x. Customer stated that there was a crack on the screen. Insulin pump will be returned for analysis.